Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was found dead in his apartment after suffering what appeared to be a diabetic seizure. It was stated that the customer called in to work sick with a "bad bug" one day. The next day, he didn't show up to work again, and the police were called. It was stated that the insulin pump is believed to have malfunctioned as the "lead line" was disconnected when the customer was found. It was stated that the customer had severe hypoglycemic unawareness and required the assistance of a blood glucose imbalance sniffing dog. Attempts to contact the family or the initial reporter for more information were unsuccessful.